Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5/120mm port was being used during a laparoscopic nephrectomy on (B)(6) 2022 when it was reported that ¿at the end of the procedure, the access port outer cannula broke while in the patient. The surgeon safely removed the broken piece.¿ the procedure was completed, no alternate device was needed to complete the procedure and there was report of a 2-minute delay to the surgery. Further assessment found the patient was not injured, there was no medical/surgical intervention or extended hospitalization required for the patient. The patient is said to be recovering from surgery and no adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: e1. (B)(6). Manufacture narrative: the device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record was requested and to date, a response was not received; therefore, a review cannot be conducted. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 40 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame 978,804 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove obturator from cannula at this time. Note: if using the the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5/120mm port was being used during a laparoscopic nephrectomy on 21june22 when it was reported that ¿at the end of the procedure, the access port outer cannula broke while in the patient. The surgeon safely removed the broken piece.¿ the procedure was completed, no alternate device was needed to complete the procedure and there was report of a 2-minute delay to the surgery. Further assessment found the patient was not injured, there was no medical/surgical intervention or extended hospitalization required for the patient. The patient is said to be recovering from surgery and no adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.